Manufacturer narrative:
Previous investigative testing showed that the tightness check for a processing head will fail when the stop disk is very loose and significantly less than 2 ncm torque (recommended torque documented in the instrument service documentation is 15 ncm). No leakage from the pipette tips was observed when the stop disks were tightened between 2 to 15 ncm using a torque wrench. The torque measurement (force) for the loose stop disk associated with the failed tightness check on the customer's cobas 8800 system is unknown. The false positive results reported in this case could be a result of the leakage caused by the loose stop discs. The root cause investigation is currently on-going, and corrective and preventive actions will be implemented as appropriate. (B)(4).

Event description:
A (B)(6) customer alleged discrepant (B)(6) results for patient samples tested with the cobas® hbv test for use on the cobas® 6800/8800 systems. The roche field service engineer visited the customer site and found a failed result for process head tightness check with some loose stop discs on the cobas 8800 system's processing transfer heads, that could have caused the alleged discrepant results. No harm or injury was reported through the case.